Manufacturer narrative:
(B)(4). Concomitant medical products: part # 113627 lot # 292310 comp primary stem 7mm mini, part # 115310 lot # 990660 comp rvrs shldr glnsp std 36mm, part # 110005273 lot # 184150 comp cnv glen base non ha, part # xl-115363 lot # 588250 or 145510 arcom xl 44-36 std hmrl brng, part # 115375 o5 115370 lot # 822460 or 272100 comp rvs tray co 44mm , part # 115395 lot # 650420 comp rvs cntrl 6.5x25mm st/rst, part # 180551 lot # 969080 comp lk scr 3.5hex 4.75x20 st, part # 180552 lot # 715590 comp lk scr 3.5hex 4.75x25 st, part # 405883 lot # 538650 comp rvs 3.2mm drl, part # 405800 lot # 905620 comp. Rev shldr 9 in steinmann, part # 405889 lot # 538820 comp rvs 2.7mm dia drl, part # 118001 lot # 120880 versa-dial/comp ti std taper. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00920, 0001825034 - 2019 - 00921, 0001825034 - 2019 - 00922, 0001825034 - 2019 - 00923, 0001825034 - 2019 - 00924, 0001825034 - 2019 - 00926. Not returned to manufacturer.

Event description:
It has been reported that patient is suffering from chronic pain and non functioning joint (9) nine months post revision surgery. Patient is undergoing seeking care under a pain management specialist. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.